Manufacturer narrative:
Additional information received from customer that on (B)(6) 2021 the lens was actually not implanted. The white spot was visible under the microscope prior to delivery and could not be removed. Therefore, the iol was not used. This event is no longer reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Explant date: not applicable, as lens was not explanted. Initial reporter: email address: unknown/not provided. Initial reporter: telephone number: unknown, information not provided. The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the intraocular lens (iol), white spot was observed on the iol. White spot unable to be removed. No intervention performed. No further information available